Event description:
It was reported that high lead impedance and noise were observed, due to dislodgement caused by twiddler's syndrome. The lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. Without the entire lead, a complete evaluation could not be performed. The damage found was sustained during the surgical procedure.